Event description:
Reporter stated the patient received the following results on a mobile system: 31.5 mmol/l and 24.3 mmol/l. She did not feel these were correct and went to her general practitioner. Her blood glucose was measured on a professional meter, and the results were 2.4 mmol/l and 3.1 mmol/l. It was reported all of these results were within 10 minutes of each other. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.